Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer was referred for escalated troubleshooting, after which issue was resolved, load was successfully completed, insulin delivery was resumed, and cartridges were arranged for replacement.